Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pjb960 and no non-conformances were identified. Summary: unopened sample of product code w8703, lot pjb960 was received for analysis. During visual inspection, in one overwrap packet some words are illegible due to a missing portion of print. The illegible print defect has been correlated to the manufacturing process. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. Upon evaluation, in one overwrap sample packet some words were found illegible due to a missing portion of print. There were no patient consequences.